Event description:
It was reported that the tray was opened with the impactor in the tray. The scrub noticed a piece was broken off of the handle, and asked for a new one. A new one was brought to the room. No issue or delay resulted from the event. It was not known when, how, or where the impactor was damaged. No adverse side effects to the patient or to the case occurred.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the tray was opened with the impactor in the tray. The scrub noticed a piece was broken off of the handle, and asked for a new one. A new one was brought to the room. No issue or delay resulted from the event. It was not known when, how, or where the impactor was damaged. No adverse side effects to the patient or to the case occurred. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirm the reported allegation. The handle of the duraloc str cup impactor was found broken, the broken fragments was not returned. Additionally, the device shows an overall worn appearance consistent with normal and repetitive use. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would contribute to the alleged device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code provided ag0702 is not a finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.